Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was not received at fph in (B)(6) for evaluation. Our investigation is accordingly based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph revealed a damaged power cord with bite-mark indentations. Conclusion: the indentations suggest that the power cord damage may have been caused by an animal. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices were visually inspected again before release for distribution. We also note that the device is approximately 5 years old. This suggests the damage occurred after it had been distributed. The icon CPAP is designed to the electrical safety standards ,ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: only operate if the device, power cord and plug are dry and in good working order. Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.

Event description:
A healthcare facility reported via a fisher & paykel healthcare (fph) field representative that an icon CPAP humidifier had a damaged power cord. This was discovered before patient use.